Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, all the steps were completed and when the physician pulled the device out of the patient's anatomy it was observed that the clip was attached to the distal end of the sheath. Manual compression was applied, for an unspecified period of time, to achieve hemostasis. The patient was reported to be doing fine. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.